Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 02/14/2020 medical treatment was required. Based on the information received, aso opted to file an MDR. As of 03/11/2020 unused returned product samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 01/06/2020 consumer reported the product tore her skin. On (B)(6) 2020 reporter stated on returned cir that the issue was with both tape and pad area and that she sought medical attention.